Manufacturer narrative:
The returned device was evaluated and the reported event was verified. The battery was found to be depleted. (B)(4).

Event description:
Covidien received info stating that after powering on the ht70 ventilator, the touchscreen was unresponsive. There was no pt involvement reported.